Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17336943. UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief which was resolved with reprogramming. Imaging was taken and lead migration was noted. The patient underwent a lead revision procedure. No further information could be obtained despite good faith efforts.